Event description:
After assistant took the x-ray and stored the x-ray head and arm in the home position, the tube head fell off the arm, and hit the floor.

Manufacturer narrative:
The tube head and cone were damaged through the fall. There were no injuries. Doctor will decide whether to get the parts replaced or get a new x-ray.